Event description:
Event: endoleak - unk type. Case description: page 1 of a user facility voluntary medwatch report form was received by guidant. The medwatch report stated pt had an endoluminal graft placed in the year 2000. The pt developed an aneurysm leak and 2004 multiple embolization coils were deployed. Attempts to identify part and serial number of the product with further clarification to the location or type of the endoleak have been unsuccessful. No additional info was available as of this report.